Event description:
A patient underwent a da vinci-assisted pulmonary segmentectomy in the right lower lobe. The procedure was completed with no malfunction of the da vinci device or instruments reported nor any intra-operative complications. Two days post procedure, the patient experienced fever and was given antibiotics for a suspected chest infection. The patient was discharged home after three days, with subsequent infection test markers that showed improvements. The cell culture of her urine later showed e coli and the patient was then prescribed an oral antibiotic (nitrofurantoin 100mg), and the patient subsequently recovered from the event.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint.